Manufacturer narrative:
(B)(4). Date of initial report : 10/22/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that jaws would no longer open during a cardioesophagectomy. The surgeon used a new instrument to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Return of the device confirmed that the knife was trapped and contained within the jaws, preventing them from opening. The investigation identified the root cause of the reported event to be knife trap due to user error during use. Knife trapping occurs when the blade is extended and the jaws are not completely closed, allowing the knife to go out of its track. This as well as tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. This issue as well as general difficulty in activating the knife may be prevented by more frequent cleaning, ensuring that the jaws are fully closed and handle latched before activation, and not overfilling the jaws with tissue. All of these cautions are stated in the product instructions for use, and no trend has been identified for this issue.

Event description:
The customer reported that though the device could not be opened, it was not on tissue. After use of the device for sealing and dissection, it was withdrawn from the patient but could not be re-opened.